Event description:
Patient reported, left-side following ultrasound, mammography and subsequent MRI, "left prosthesis in place, with regular margins and contours, characterised by some plications, in the absence of significant periprosthetic fluid collections." Later, healthcare professional reported, capsular contraction baker grade unknown and dislocation of the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Correction to parent record aware date. Parent record aware date is (B)(6) 2025.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ migration: unable to observe as it is a medical event not related to the device. Additional observations: ¿ broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ red particles observed on the surface of the shell. ¿ creases were observed. ¿ wear abrasion observed.

Event description:
Patient reported, left-side following ultrasound, mammography and subsequent MRI, "left prosthesis in place, with regular margins and contours, characterised by some plications, in the absence of significant periprosthetic fluid collections." Later, healthcare professional reported, capsular contraction baker grade unknown and dislocation of the device. Device has been explanted.